Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be completely interrogated. Another programmer and different wands were used, however, the device still flashed a warning screen and could not be interrogated. No adverse patient symptoms were reported.